Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller who stated that atrial impedance measurements are normal today in both configurations. The caller stated that a revision procedure had been planned for the near future. The consultant explained a potential reason for the clinical observations and suggested further observation of the system. Our records indicate the system remains active at this time. Efforts to obtain further details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that six months ago this patient underwent a revision of the competitive right ventricular (rv) lead for an unspecified reason. Device evaluation currently identified the lead safety switch (lss) had been triggered on the atrial channel due to pacing impedance measurements greater than 2000 ohms. Additionally, there was some myopotential noise. The atrial lead is a competitive lead. No adverse patient effects were reported.